Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 600 mg/dl. The customer reported that the insulin pump alarmed no delivery. The customer stated that she is working with her doctor to stabilize her blood glucose levels. Nothing further was reported.